Event description:
It was reported by medwatch patient butterfly pac tubing broke immediate proximal to q-site with continuous blinatumomab transfusion. Clamp fell off line and blood was back flowing from line. Unable to flush or heparinize due to cap getting disconnected. Patient de-accessed and re-accessed. This is the second occurrence of line shearing in same location. Clasbsi aca held 10/15 (incidentally right after this occurrence of line shear). Medwatch states blood culture was positive with klebsiella pneumonia.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.